Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer changed the supplies and no occlusion alarms occurred. The customer did not think their blood glucose level was impacted as the customer did not test their level. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.